Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 190-350 mg/dl. Ketone level was large and considered as being dangerous by a healthcare provider. Insulin injections were administered to address bg. Customer alleged pump was not delivering insulin properly. Pump system check was performed by tandem technical support and pump performed as intended. Customer was satisfied and required no further assistance.